Event description:
It was reported that during an interrogation the right ventricular (rv) lead thresholds were high. When trying to reposition the rv lead there was difficulty in deploying the active fixation mechanism in spite of multiple attempts. It was felt there was possibly "tissue between the helix." The rv lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.